Event description:
Tried to use an everest bipolar and after plugging into the trocar to use on patient, the instrument would not work. Olympus machine gave error code. Defective instrument was removed from the surgical field and a new one was obtained. Manufacturer response for everest bipolar lyons dissecting forceps, 5mm, 33cm, (brand not provided) (per site reporter). No response from the manufacturer after device was sent in.